Event description:
It was reported that (2) devices were used during an unknown procedure. It was reported by the affiliate that the er320 clips malformed and continuously twisted. The clip end was just a little open and loose. Another instrument was used to complete the case. There was no consequence to the pt.